Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation : the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause : run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor¿s pre-wbc count exceeding the trima algorithm expected donor wbc count.

Manufacturer narrative:
This report is being filed to provide additional information in h.10 corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf show that the procedure completed with rinseback at 86 minutes. Following donor disconnect, 273ml of pas was automatically added to the platelet product bags. The end of run summary reported a platelet product yield and volume of 5.9e11/455ml and a plasma product volume of 539ml. Both the platelet and plasma products could be labeled as leukoreduced with no product verification messages shown. Rdf analysis did not show a conclusive cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible though not conclusive, this failure may be donor related due to the donor¿s pre- wbc count exceeding the trima algorithm expected donor wbc count. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.